Event description:
Additional information received from the patient reported that his therapy wasn't working, it's 'completely crazy', and was having a 'terrible time'. Additionally, the patient had a car accident on (B)(6). He stated his seat-belt didn't work and he 'jumped' in his car and hit the left, back side of his head. He had been in contact with his doctor for programming. The patient also mentioned that the last successful connection was (B)(6). It was noted that the programmer stopped working after the fall. The programmer did not connect with or without antenna. The patient indicated that they received the replacement programmer and was still unable to connect. They attempted connection without the antenna but still had poor communication. (The patient mentioned 'terrible time' again and clarified issue with stool) and said they were trying to reach the rep

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) who was implanted with an implantable neurostimula tor (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss efficacy. Additional information was received from the patient and it was reported that he was not feeling stimulation and his symptoms (bladder and bowel) have returned. The patient also reported getting poor communication on the patient programmer. It was noted that there was fall that could be related to this issue; the patient reported that he was cutting down a tree and fell on his backside on his ins. It was recommended that the patient should have the ins checked. No outcomes were reported at the time of this report.

Manufacturer narrative:
Regulatory rep# (B)(4): the aware date for supplemental report filed on (B)(6) 2016 should have been (B)(6) 2016.

Event description:
Additional information received from the patient as they reported that patient was still not getting therapeutic benefit. Caller stated that they turned it up to 2.3v and still not helping with the symptoms and not feeling stim. Caller states today they turned it up to 3.2v and was now feeling stim. Caller was wondering if 3.2v was too high. It was reviewed max was 8.5v and patient should feel stim strong, comfortable bike seat region. It was also reviewed option to change program if no therapeutic benefit. Caller stated that they would leave it where it was now that they felt it and tried to change the program if they needed later. Patient was advised to consult with doctor for more information.

Event description:
Patient reported that they got poor communication when antenna was plugged in during the call. Patient was able to communicate without antenna and did not see lightening bolt. It was reviewed how to turn ins on, then call was disconnected. Urinary and bowel return of symptoms were reported. Patient mentioned meeting with a representative about a month ago and they found out the ins was off so the rep turned on ins. Patient called back and it was recommended changing out the batteries, which patient did so and it resolved poor communication with and w/out antenna. Patient was able to sync with ins, but therapy was shut off and set at 0.0. Patient was walked through turning therapy back on and patient was able to increase stimulation to 1.8 where it was comfortable. Patient would leave stim set at 1.8 for now and see how everything goes. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they were getting up to pee every two hours. No further complications were noted or anticipated.